Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient reported blood glucose results of "256, 206 and 194 mg/dl" with the subject meter. The patient manages her diabetes with oral medications. It is not known if changes were made to the patient's usual diabetes management routine. Immediately after the alleged issue, the patient claims she felt symptoms of headache, shaking and not sleeping. Beginning in (B)(6) 2012, the patient allegedly visited her physician's office several times. The patient was advised to take glyburide pills (20 mg daily), metformin pills (500 mg daily) and januvia pills (100 mg daily). No additional treatment was specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.